Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. It is unknown which firing of the device or what vessel the device was being fired across. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.